Event description:
It was reported that pacing lead impedance had increased. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high pacing lead impedance anomaly was confirmed in the laboratory via review of device diagnostics the device was tested on the bench and using automated test equipment and was found to be normal. No anomalies were found. The device met all test specifications. The cause of the reported high pacing lead impedance could not be determined.